Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient received a blood glucose result of 25.0 mmol/l on the performa combo system. The patient experienced elevated blood glucose symptoms of nausea and vomiting. The patient was transported to the (B)(6) hospital. At the hospital the patient was treated with insulin pen's. The blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.